Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the sleeve of the instrument was damaged. It was reported that the device did not work as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if excessive manipulation is applied to device when pushing the tip through the sheath. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, while preparing case, the item was found faulty (cracked) at the black plastic tip when remove from the packaging. There was no patient involved.